Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomenon was attributed to the failure of power unit. The subject device was not returned to omsc, the exact cause of the failure of the power unit could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because five years and two months had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) se & co. Kg. (B)(4) checked the subject device and found that the subject device was failed completely. (B)(4) turned on the subject device however the subject device turned off on then turned on its own immediately. (B)(4) replaced the power supply unit of the subject device to another one, the issue was resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified procedure, it was found that the endoscopic image on the subject device disappeared randomly. The user completed the procedure using with another monitor. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.